Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be determined. The reported mr and dyspnea appear to be cascading events of the tissue injury. Additionally, tissue injury, mr, and dyspnea are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the leaflet damage and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2021 the patient returned symptomatic suffering from dyspnea. Transesophageal echocardiography (tee) showed two flails on both sides of the clip and the mr increased to 4. Treatment will be performed at a later date. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.